Event description:
It was reported that the lift column on the 9600 system was noisy, and the system had poor image quality. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The lift column was re-greased during the svc call. The system was tested and found to be working as intended, and put back into svc.